Event description:
It was reported that two weeks after cataract surgery and the implantation of the preloaded intraocular lens (iol), the patient's myopia gradually increased to -4.0d (refractive index) and -3.0d (subjective). The patient complained of being unable to see. The iol was explanted on (B)(6), and a replacement iol was implanted. The postoperative refraction after removal and replacement was -0.5d, which was as intended. No further information was provided.

Manufacturer narrative:
Section a4 and a5: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6), section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.